Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 558 mg/dl. The customer was treated with syringe. The customer did not report symptoms such as a result of high blood glucose level. Customer did not allege that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that insulin pump had insulin flow blocked alarm and insulin was exited. The customer was going for dialysis and was not sure whether it was contributing to the high blood glucose level. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.